Event description:
It was reported that the patient with this pacemaker experienced a sharp pain near the implant site. The patient stated that the sensations felt like zaps occurring in pairs. The patient was then referred to the clinic. At this time, this pacemaker remains in service. No adverse patient effects were reported.